Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser arm did not lift following successful creation of the corneal ring channel in the left eye. The surgeon freed the patient without having to turn the laser off. A tissue bridge was noted in the inferior channel. A manual instrument was used to open the channel and the intacs rings were inserted. The surgeon proceeded to treat the right eye without issue. Additional information received states that the surgeon noted the suction did not turn off following channel creation even though the treatment was completed. The suction tubing was unplugged from the laser and then the surgeon manually raised the cone off the patient's eye and had that patient slide out from under the laser.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received states the patient is doing well.